Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3993 ml. The fill volume was 1900 ml. This meets iipv criteria. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the nurse on (B)(6) 2011. According to the nurse, to his knowledge, the patient has not reported any symptoms of overfill. The patient has resumed therapy successfully and has not reported any further issues. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain / one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).